Manufacturer narrative:
Product analysis results: visual and optical inspection revealed the mas was returned without any obvious physical failures. There did not appear to be any obvious signs of wear from the movement of the rod in between the saddle and set screw node. A functional test of the mas head threads did not reveal an issue that would keep the set screw from tightening down. It appears the screw is capable of performing its intended function. Unable to determine root cause of screw deviation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the us, however a like device with part#: 55840016545, 510k#: k113174 and upn (B)(4) is cleared in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous posterior fixation due burst fracture at th5. Intra-op, fixation was performed on th3/8 (the left pedicle of th5 got fractured so it was skipped) it was planned to insert 11 screws in total, there was only 8 extenders of e5, therefore, five screws were inserted at the left side with o-arm navigation, and screw insertion was performed on the right side ofth4 and th6, and distraction force due to trauma device was applied to the burst fractured vertebral body, which is th5. For the left side, final tightening was performed after rod and plug placement, and the trauma device and extender was removed. Thereafter, o-arm images were taken with the extender inserted on the right side of th4 and th6 , and the rest screws were inserted under navigation, then o-arm images were taken again in order to check if any screw deviated, the screws at th5 and th7 were found to be deviated to the medial side. Although the surgeon tried to insert the screws on the right side of th5 and th7 again, the pilot hole has become loose already, so rod placement was performed without implanting the screws on the right side of th5 and th7, and final tightening was performed and the operation was completed. There was a delay of less than 60 min in overall procedure time as a result of this event. There were no complications to the patient as result of this event.